Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for meter 1 (B) (4). Please see case (B) (4) for meter 2 (B) (4).

Event description:
Customer attempted to use an advantage meter for high blood glucose symptoms and was unable to use the meter. Customer attempted to use 2 different meters, but both meters would not power on. Customer was taken to hospital by her husband, where she was treated with 2 units of insulin (unknown type). No additional treatments or adverse events reported. Requested return of suspect device and replacement was sent.